Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection and microscopic revealed that the returned guidewire had the distal tip bent/kink. Dimensional inspection of the device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Inspection revealed that the distal, medium, and proximal overall dimension were within specification. The overall length was also within specification.

Event description:
It was reported that the rotapro was stuck with the rotawire. The target lesion area was located in a severely calcified blood vessel. A 330cm rotawire and wireclip torquer and rotapro 1.5mm were selected for use in a percutaneous coronary intervention. During withdrawal, it was noted that the rotapro got stuck with the rotawire. The rotapro and the rotawire were removed together outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotapro was stuck with the rotawire. The target lesion area was located in a severely calcified blood vessel. A 330cm rotawire and wireclip torquer and rotapro 1.5mm were selected for use in a percutaneous coronary intervention. During withdrawal, it was noted that the rotapro got stuck with the rotawire. The rotapro and the rotawire were removed together outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.